Event description:
During final tightening of the set screw, the hex end of the instrument broke off. The broken portion was suctioned out and the case completed with another instrument. No additional surgery time was reported.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.